Manufacturer narrative:
Additional narrative: chang, f., ma, j., pan, z., hoversten, l., and novais, e. (2015). Rate of correction and recurrence of ankle valgus in children using a transphyseal medial malleolar screw. J pediatr orthop, 35, 589-592. This report is for an unknown 4.0 mm cannulated screw/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, chang, f., ma, j., pan, z., hoversten, l., and novais, e. (2015). Rate of correction and recurrence of ankle valgus in children using a transphyseal medial malleolar screw. J pediatr orthop, 35, 589-592. The authors conducted a retrospective study involving synthes partially threaded 4.0 millimeter (mm) cannulated screws (transphyseal medial malleolar screw or tmms); it was reported that one patient received a fully threaded screw. The authors sought to determine: the rate of correction of ankle valgus after hemiepiphysiodesis using tmms; the effects of clinical diagnosis and age at surgery on the rate of correction; and the rate of valgus recurrence after tmms removal. Between july 2001 and july 2012, 16 male and 21 female patients (63 ankles) with multiple reported comorbidities with an average age at surgery of 11.0 years (range, 5.4 to 14.8 y) underwent tmms hemiepiphysiodesis for the treatment of ankle valgus. Mean radiographic follow-up was 1.6 years (range, 0.4 to 4.9 years) before screw removal. Results included one complication in which the tmms could not be removed from the ankle and was left in a patient. Patient co-morbidity was not specified. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4). This report is for an unknown 4.0 mm cannulated screw.